Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose levels (50 mg/dl) at night. Contact stated that the customer's health care professional has recently made adjustments to the customer's personal profile settings, and have been causing the customer's low bg levels. Customer drank milk to bring bg levels back to target range. Contact stated they will discuss pump settings with customer's health care professional.